Manufacturer narrative:
Patient weight: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. Images were provided, and a limited imaging evaluation was performed. The imaging evaluation stated the following: ten jpeg 3d images received on 7/16/2020- four pre-implantation jpeg images, and six post-implantation images. There appears to be possible lack of distal device apposition due to patient anatomy. Images appear to show a distal type I endoleak. The imaging evaluation also stated: note- the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® thoracic endoprosthesis include, but are not limited to, aortic expansion (e.g. Aneurysm), endoleak, and reoperation. Furthermore, the IFU states that key anatomic elements that may affect successful treatment of the lesion include severe neck angulation, short aortic neck(s) and significant thrombus and/or calcium at the arterial implantation sites.

Event description:
On (B)(6) 2017 the patient underwent endovascular treatment of a descending thoracic aortic aneurysm using conformable gore® tag® thoracic endoprostheses. On unknown date, a follow-up examination revealed a distal type I endoleak and, subsequently, an unknown amount of aneurysm enlargement. It was reported that, due to tortuosity, the distal type I endoleak may have occurred due to lack of sealing between the distal portion of the device and the blood vessel wall. On (B)(6) 2020 the patient underwent reintervention. The patient's celiac artery was coil embolized. A gore® tag® conformable thoracic stent graft with active control system was implanted to extend the initial device distally. The endoleak was resolved. The patient tolerated the procedure.